Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00801803601, femoral head sterile product do not resterilize 12/14 taper, 63415131; item # unknown, unknown screw, lot # unknown; 00771100900, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9, 61550152; 121798861, depuy left pinnacle triflange 66 mm custom implant, c76554; 1221-36-058, depuy pinnacle altrx poly acetabular liner, 453317. Report source, consumer - attorney multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00607, 0001822565 - 2018 - 04117, 0001822565 - 2018 - 04119, 0001822565 - 2018 - 04120, 0001822565 - 2018 - 04121, 0001822565 - 2018 - 04122.

Event description:
It was reported that a patient underwent a hip revision surgery due to failure of screw fixation with a competitor custom triflange and dislocation two weeks post implantation. While operating, surgeon noted a large hematoma, grossly loose triflange, and severe bone loss. The hematoma, triflange and liner, head, and screws were removed. For implantation, the surgeon used a cup-cage construct as filler to use for the very large medial wall defect, as well as a new head. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was confirmed with surgical notes. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. No device or photos were received; therefore the condition of the component is unknown. No medical records received. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.